Event description:
(B)(4). Same patient as 2134265-2010-04220. It was reported that following a coronary artery treatment procedure, the patient experienced angina with elevated troponins and required a target vessel reintervention. Lesion 1 was located in the 1st obtuse marginal (om) with 90% stenosis and was 5.0 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and successfully implanting a 3.00mm x 12mm taxus liberte stent. Post-dilatation was performed with 0% residual stenosis. Lesion 2 was a bifurcated lesion located in the proximal circumflex with 95% stenosis and was 12mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation successfully implanting a 3.50mm x 16mm taxus liberte stent. Post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 54 days post-index procedure, the patient developed unstable angina with elevated troponins. Coronary angiography revealed a stent thrombosis and in-stent restenosis with total occlusion. It was noted that the study stent was somewhat unexpanded. The patient underwent a target vessel re-intervention of the 1st (om). Post-procedure residual stenosis was 0% and timi flow was 3. The patient was discharged 4 days later.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)